Event description:
It was reported that the web device was used to treat a patient with a ruptured aneurysm in the anterior communicating artery. Reportedly, after successful placement of the device in the target cite, the device did not detach when attempted using the detachment controller. Multiple detachment controllers were used without success. The physician removed the device from the patient without further problems and completed the case using balloon assisted coiling with good results. The patient outcome was reported to be "good."

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation conclusion). Investigation conclusion: the investigation of the returned web system found the pusher hypotube bent at the distal and proximal section, the proximal connector kinked at the brown lead wire joint and the clear pet damaged. The device failed continuity and resistance testing. The damaged proximal connector may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the web device was used to treat a patient with a ruptured aneurysm in the anterior communicating artery. Reportedly, after successful placement of the device in the target cite, the device did not detach when attempted using the detachment controller. Multiple detachment controllers were used without success. The physician removed the device from the patient without further problems and completed the case using balloon assisted coiling with good results. The patient outcome was reported to be "good."